Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14-may-2026, a sales representative reported via (B)(4) that (2) ar-8737-38 driver shafts tips broke while trying to insert the headless screws. This occurred during a patella fx procedure. Additional information was provided on 09-jun-2026 where the sales representative reported via (B)(4) that a drill was used along with the k wire in the patella, the instrumentation was used with power. The drivers were utilized with an ar-8730-20h mini compression ft screw, ar-8730-30h mini compression ft screw, ar-8730-46h mini compression ft screw, and a mini compression screw. The patient had hard bone. A cannulated drill was used to prepare the bone socket. All fragments were retrieved from the patient. The procedure was completed using screws from another manufacturer. The procedure was delayed 30-minutes.